Event description:
The autopsy and postmortem reports were received from the medical examiner's office. These indicate that the patient was found dead on (B)(6) 2016 and that the date of death is (B)(6) 2016. The patient resided alone at the time of death and was found dead on the floor of his bedroom. The deceased has a pertinent past medical history of seizure disorder and neuropathy. Patient had prior surgical history for removal of frontal lobe - temporal lobe brain tissue. This procedure had been performed to assist with the control of his seizure disorder; it was reported his seizure disorder had an onset after a tricycle accident when he was a child, at the reported age of two (2). The postmortem study demonstrates evidence of a neurostimulator with marked surgical changes to the right side of the cerebral hemisphere to the brain and atrophy of the right cerebral hemisphere. The pathologist provided an opinion that the deceased died due to sudden unexpected death due to his seizure disorder. This opinion is rendered in the absence of a toxicology analysis. Cause of death: sudden unexpected death, seizure disorder. Manner of death: natural. The vns device was provided to the coroner who stated that the device was disposed.

Event description:
It was reported that the patient passed away sometime after (B)(6) 2015. The date and cause of death are unknown. An obituary could not be found and the death certificate could not be requested. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep. In house programming history database contained limited data for the device, which showed that the device was disabled on (B)(6) 2009.